Event description:
The customer stated that she received a reading of 400mg/dl but did not feel that the reading was accurate, so she went to the hosp to have her blood glucose checked. The hosp received a reading of 150 mh/dl and at the hosp, received a reading of 157 mg/dl. A review of the system was conducted over the phone. This review did not indicate any problems with the functioning of the system. The customer was asked to return the meter for further eval and a replacement was provided. The customer was reminded to call 24/7 with future questions/concerns.